Event description:
I used renu with moistureloc contact lens saline solution from 3/5/2006 through 07/28/2006. I was referred to an ophthalmologist and diagnosed with pseudomonas aeruginosa. I was given anti-fungal treatment and was left with a corneal scar, which may require corneal transplant surgery. My vision has been reduced to 20/70 with my left eye being impaired by more than 50%.